Manufacturer narrative:
The product was returned with the membrane completely unfolded and dried blood on the interior of the membrane. The returned sheath was over the catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extension tubing was performed and one leak was detected on the membrane tip seal. The evaluation confirms the reported problem. The reported blood in tubing and alarm were most likely triggered by a leak which was found on the membrane tip seal. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017 around 18:45 intra-aortic balloon (iab) therapy started. Around 22:45, alarm ¿blood detected ¿ was generated and blood was found in the drain tube. Removed iab around 23:30 and discontinued iab therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 around 18:45 intra-aortic balloon (iab) therapy started. Around 22:45, alarm ¿blood detected ¿ was generated and blood was found in the drain tube. Removed iab around 23:30 and discontinued iab therapy. No patient injury was reported.